Event description:
It was reported that air bubbles were observed within the canister. There was no reported adverse effect to the customer's blood glucose level. Customer continued to use existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.